Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 28.8 mmol/l (518.4 mg/dl) while wearing the pod between 24 and 36 hours. The patient called emergency services and the paramedics removed the patient's pod and transported the patient to the hospital. The patient was hospitalized with diabetic ketoacidosis (dka). The patient was treated with insulin pens and fluids utilizing intravenous therapy. The bg levels stabilized and a new pod was applied. The bg levels increased again and the pod was removed. The patient continued insulin treatment with insulin pens at the hospital.